Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. No visible defects were observed. The device was evaluated for mechanical function. The toggle failed to extend or retract the blade. The handle was opened to inspect the pull rod/ ball assembly. The pull rod ball was dislocated from its original position inside the cannula housing. The toggle was mechanically disengaged from the pull rod and failed to move the blade. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (IFU) to check intermittent continuity. Because the blade was not able to retract or extend, the test gauze was wrapped around the electrodes covering the blade. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord . The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the return condition of the device, the reported complaint was confirmed for the as analyzed failure mode "break" and "failure to cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.